Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had new pain and itching at site above the driveline on (B)(6) 2025. The caregiver could feel the driveline underneath the area of pain. On (B)(6) 2025, there was less pain but persistent itching. Of note, the patient did have driveline debridement in (B)(6) 2023 [MFR #2916596-2023-02813]. There was a recent cognitive decline, and the patient was not always oriented 4 times. The patient's spouse reported that the patient had increased agitation. The patient had heart failure with reduced ejection fraction (hfref) secondary to ischemic cardiomyopathy (icm). The patient had coronary artery disease (cad) status post coronary artery bypass graft (CABG). There was atrial fibrillation (afib), and an implantable cardioverter-defibrillator (ICD) noted. There was ventricular tachycardia (vt)/ventricular fibrillation (vfib) status post vt ablation. The patient remained on sotalol. They also had factor v leiden and hypothyroidism.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist device (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The submitted photos captured evidence of an enlarged bump and evidence of agitation on the patient¿s skin, consistent with the reported site of pain and itching. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arrhythmia and neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, list arrhythmia and neurologic dysfunction as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.